Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2026. Patient reported that infusion set tubing was leaking at the connector region. The infusion set was in use for three hours. The patient replaced infusion set and resumed insulin successfully. No further information is available.